Event description:
It was reported that the lower display screen on the external pulse generator (epg) was missing pixels. It was also reported the menu section of the display is hard to read and requires a new display. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing segments. Analysis also found the battery release, lead flex cover, and the battery drawer are contaminated. One side bail cover is broken and the battery contacts are compressed. (B)(4).